Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment analyzer did not work. It was indicated that the analyzer had intermittent loss of communication. It was also indicated that the low battery message was present with a known good battery and the patient connector had disturbed pins. The analyzer was to be scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer did not work. The analyzer was returned for service. No patient complications have been reported as a result of this event.